Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient was being referred for a full revision surgery on (B)(6) 2011 due to high lead impedance. During the surgery, the new generator was attached to the patient's old implanted lead to see if the high impedance resolved. The high impedance was still present therefore the surgeon replaced the patient's leads as well. Two system diagnostics tests were run with the new generator and lead which read ok/1368ohms and ok/1434 ohms. The patient was then programmed to the same settings prior to surgery of 1.5/20/250/30/5 1.75/250/60. The explanted product was returned to the manufacturer for product analysis on (B)(6) 2011. Product analysis is currently underway and had not yet completed. Further information regarding the patient's high impedance has been requested from the patient's physician; however no additional information has been received to date. When additional information is received, it will be reported.